Manufacturer narrative:
The innercool stx console (sn (B)(4)) was not returned to zoll (B)(4) for evaluation. The device was however, evaluated at the customer site. The customer reported complaint was confirmed during visual inspection. The root cause for the reported issue was due to the missing o-ring from the filter line. The liquid was observed inside of the console and missing o-ring was noted on the water filter line. After the replacement of the o-ring, the device was further tested and passed all testing specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for innercool stx console sn (B)(4).

Event description:
A (B)(6) female patient ((B)(6)) was hospitalized post-resuscitation and received the treatment. Target temperature was set to 33 celsius. After 30 minutes of dwell time, the leak was observed under the innercool (sn (B)(4)) console. The customer stopped the use of the console and the therapy was continued by using emcools system. No known impact or consequence to the patient.